Manufacturer narrative:
Serial # : unk. Battery 1 catalog # : 1650de, exp. Date: unk. Mfg. Date: unk. (B)(4). Serial # : unk. Battery 2 catalog # : 1650de, exp. Date: unk. Mfg. Date: unk. (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that this patient experienced power switching at home. The patient exchanged the controller without issue. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional device(s) involved in event: medical device: (B)(4) - battery. Device available for evaluation? Yes - returned date 2018-03-20. Device evaluated by manufacturer? Yes. Product event summary: the returned battery passed visual inspection and functional testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information provided states that the log file have been analyzed shows incidental findings of power switching involving batteries ((B)(4)). The batteries have been requested but have not yet been received. Investigation is pending. Battery - (B)(4)/1650de - expiration date: 10/31/2015 - device manufacture date: 10/15/2014. Battery - (B)(4)/1650de - expiration date: 10/31/2015 - device manufacture date: 10/15/2014. Battery - (B)(4)/1650de - expiration date: 10/31/2015 - device manufacture date: 10/15/2014. Battery - (B)(4)/1650de - expiration date: 01/31/2016 - device manufacture date: 01/15/2015. (B)(4).

Manufacturer narrative:
It was reported that the patient was experiencing power switching. One controller ((B)(4)) and three batteries ((B)(4)) were returned for evaluation. One battery ((B)(4)) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the controller's  and (B)(4)'s manufacturing documentation records confirmed that the associated devices met all requirements for release. Failure analysis of the returned controller revealed that the device passed functional testing but failed visual inspection due to a loose power port 1 connector and a missing serial port cap. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process; however, this additional observation is not related to the reported event. The manufacturer has an open internal investigation to evaluate the anomalies of loose connectors. The most likely root cause of the missing serial port data cap can be attributed to the handling of the device. The missing serial port data cap, however, is not related to the reported event. Failure analysis of the three returned batteries revealed that all three batteries passed visual examination and functional testing. Failure analysis of (B)(4) could not be performed as the battery was not returned for evaluation. The reported event was confirmed via review of the controller log files, which revealed several premature power switching events due to communication errors involving (B)(4). The manufacturer has opened an internal investigation to evaluate communication errors. The most likely root cause of the reported power switching event can be attributed to a communication error between the controller and batteries. Other device involved in this event: (B)(4). (B)(4). Device available for evaluation: 01-18-2017. Device evaluated by manufacturer: yes, returned to manufacturer. Device manufacture date: 10/24/2014. Labeled for single use: no. (B)(4). (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, not returned to manufacturer. Device manufacture date: 10/15/2014. Labeled for single use: no. (B)(4). (B)(4). Device available for evaluation: 01-18-2017. Device evaluated by manufacturer: yes, returned to manufacturer. Device manufacture date: 10/24/2014. Labeled for single use: no. (B)(4). (B)(4). Device available for evaluation: 01-18-2017 device evaluated by manufacturer: yes, returned to manufacturer. Device manufacture date: 01/30/2015. Labeled for single use: no. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Investigation summary: the controller (con187570) and four batteries (bat202055, bat202292, bat204771, bat202291) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of the controller's manufacturing documentation records confirmed that the associated device met all requirements for release. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection revealed a loose power port 1 connector and a missing serial port cap. These are additional observations not related to the reported event. The most likely root cause of the missing serial port data cap can be attributed to the handling of the device. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. Log file analysis revealed that the controller, con187570, did not have the smr software installed. Analysis of data log files revealed premature power switching events due to communication errors involving bat202291, bat204771 and bat202292. Based on an investigation conducted, the most likely root cause of the loose connector can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. The most likely root cause of the reported power switching event can be attributed to a communication error between the controller and batteries. The manufacturer investigated communication errors. Aditional devices: d4: bat204771 h6: FDA method code: 4112 d4: bat202055 h6: FDA method code:4112 FDA conclusion code:67 d4: bat202292 h6: FDA method code: 4112 d4: bat202291 h6: FDA method code: 4112 FDA conclusion code: 12 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.